Manufacturer narrative:
Manufacturer ref # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Section e1. Initial reporter phone: (B)(6). Section h4: the device manufacture date is not known as the device lot number is not available / not reported. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. The instructions for use (IFU) contain the following caution: if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. Warning: never advance or withdraw an intraluminal device against resistance. Movement or force of catheter or guide wire against resistance could dislodge a clot, perforate a vessel wall, or severely damage the catheter and/or guide wire. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that during an endovascular embolization procedure, the delivery attempt of a 4.5mmd 22mml enterprise vascular reconstruction device (product code: enc452200, lot number: 9208251) was unsuccessful. The stent became impeded at the microcatheter hub of a prowler select plus 150/5cm (product code: 606s255x, lot unknown) and could not be advanced into the microcatheter (mc). During this attempt, the stent was observed to have prematurely detached from the delivery wire within the microcatheter hub. The physician removed the microcatheter and the detached stent from the patient. A second stent, a 4.5x22mm enterprise vascular reconstruction device (product code: enc452212, lot number: 9682210) was then introduced using the same original microcatheter. The second stent again became impeded in the microcatheter hub and subsequently detached from the delivery wire at the same location. The physician removed the second detached stent and the original microcatheter from the patient. The physician proceeded with a new microcatheter and a third stent. The third stent was successfully delivered, and the procedure was completed. The event resulted in an approximate 10 minute prolongation of the surgery. No patient injury or adverse clinical impact was reported. Additional event information received on 28-feb-2026 indicated that a guidewire was used in the microcatheter prior to using the enterprise systems. There was flushing during the procedure. They were not able to torque the device. There was no evidence of physical material within the device. The microcatheter did not kink/bent. There was no excessive force used with the devices. The 10 minutes procedure prolongation/delay did not result in result in a patient adverse consequence.

Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3, h6 and h11. The device was returned to j&j medtech for further evaluation. A non-sterile prowler select plus 150/5cm was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and the delivery wire of the associated 4.5x22mm stent was inside the microcatheter. No appearance of damage was observed. The delivery wire was retrieved, and the microcatheter was flushed using a lab sample syringe. Then a lab sample guidewire was introduced into the received microcatheter, and it advanced smoothly without any resistance or friction as the guidewire passed through. The microcatheter was confirmed to be within specifications for the inner diameter (ID) and outer diameter (od). The manufacturing record evaluation (mre) cannot be performed due to the lot number was not provided. The lab sample guide wire was able to pass through the entire length of the microcatheter without resistance. The customer complaint cannot be confirmed with the evidence available. It is possible that other clinical and procedural factors that cannot be replicated during the analysis may have contributed to the reported failure. Additionally, no damages were found on the microcatheter that could have contributed to the issue reported during the procedure. As part of j&j medtech quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no internal action is required. The instructions for use (IFU) contain the following caution: if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.